Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing fluctuations and inaccuracies in the sensor's glucose readings. Customer had a low blood glucose of 28 mg/dl, while the sensor glucose reading was 65 mg/dl. She treated with juice. Customer declined to troubleshoot for the low blood glucose. She stated that the drive support cap appeared normal and recessed. She stated that the belt clip had a piece fall off and that the metal hinge keeps coming off. Customer calibrates the sensor when her blood glucose is stable. Customer stated that she sometimes turns the sensor off overnight due to the alerts and was advised of how to silence the alerts. The blood glucose reading at the time was 154 mg/dl. Nothing further was reported.